Event description:
It was reported the patient presented after cardiac bypass surgery. The patient received four inappropriate shocks. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was oversensing pacing spikes from temporary pacing wires. Programming changes were implemented. The patient was in stable condition.